Event description:
It was reported that prior to use, the screen of cs100 intra-aortic balloon pump (iabp) was flickering. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e1 (event site email, phone number) corrected data: e1 (initial reporter name), d4 (UDI).

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h3, h6. (Type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit and was unable to duplicate the error. The fse removed and replaced the display. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinic.

Event description:
N/a